Manufacturer narrative:
The customer had an invalid service entitlement. As a result, the case could not proceed with service. The remote service engineer (rse) asked for more information regarding the nibp issue, but the customer rejected to provide more information. The product malfunction was unable to be confirmed, because the customer rejected to provide further information for analysis, and the customer did not have a valid service entitlement. A review of the service history for this device shows that the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the blood pressure measurement was inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.